Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that pocket infection was observed. Device was explanted due to the infection. No further information available.

Event description:
New information received states: erosion of the device pocket was observed.

Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.